Event description:
The intended diagnostic procedure was delayed by 20 minutes and was completed with a different device. A scope of unknown model and serial number was also involved. The event occurred prior to the diagnostic procedure.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. A full inspection was performed on the returned device. The front panel was disassembled and fluid ingress was observed inside the front panel that may cause intermittent functionality problems. In addition, the front panel gasket was missing; corrosion was observed inside the top cover front edges, corrosion on the bottom chassis and a damaged net spacer was found. The root cause could not be conclusively determined.

Event description:
The user facility reported to olympus that all led's on the olympus cv-190 were illuminated and there was no functionality with the video processor. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The device evaluation found moisture adhering inside the front panel. Based on the device evaluation results, the legal manufacturer determined the likely cause of the reported problem was moisture adhering inside the front panel, causing a temporary abnormal operation and the led on the front panel were flashing because the system detected an error in the device and reset.